Manufacturer narrative:
Submit date: 01/03/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the unit did not alarm at feed completion, and failure to suspend at feed completion. The customer states the unit ran for two hours after feed and no alarm beeped stating that the bag was empty. This caused air to be pumped into the patient. The patient was not injured.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit did not alarm at feed completion¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.